Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-14. H.6. Investigation summary ten samples were received for evaluation. Three photos were provided. The returned samples came in five packaging blister with each set of two syringes. A visual inspection was performed. All top web packaging blisters have the same symptom as missing printing. It may have happened a misadjustment of the printer and top web and not detected in the next process that caused the reported condition. A process variation occurred when the printer and top web got a variation in a specific area. The samples show a consistency of the variation. These are five sets of 2 each. The same variation is shown on each set where one packaging blister has the top web printed and the other packaging blister had missing print at the bottom web. This is an isolated incident therefore no corrective action is taken at this time. As for preventive action, we are monitoring the equipment and perform inspections periodically to make sure this variation will not happen again. This is the first complaint about this type of defect or symptom. Based on the units produced 0.134mm units and the number of complaints is 7 cpm. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were for this batch, nor for the associated assembly batches.

Event description:
It was reported that 130 bd luer-lok¿ tip syringes had "faded" labels found on them prior to use. The following information was provided by the initial reporter: "faded labels of sixty-six units of bd syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 130 bd luer-lok¿ tip syringes had "faded" labels found on them prior to use. The following information was provided by the initial reporter: "faded labels of sixty-six units of bd syringes."